Manufacturer narrative:
Device used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. Product development evaluation states the handling test with 3 implants did not show any mail function of the instrument. All three implants could be tensioned and cut with the instrument as per the design intent. The complaint description is inconclusive what is/was wrong with the instrument! Manufacturing evaluation stated the device showed no visible damage and pd did perform a function test and the device was functional as required. Based on that a manufacturing fault can be excluded.

Event description:
An application instrument for sternal zipfix did not work intra operative. A second device was used to complete the procedure. Surgeon had an immediate zipfix gun available since the hospital has 4 zipfix instruments on the cardiac cart in the surgery room. There was no time delay in surgery. There were no consequences to the patient. This is report 1 of 1 for (B)(4).